Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a high out of range pace impedance alert was triggered on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead channel. The rv lead was another manufacturer's lead. While troubleshooting the ICD, threshold (1.3 volts at 0.5 milliseconds), pace/sense impedance (approximately 490 ohms), and shock impedance ( around 70 ohms)measurements were all in range. There were no stored noise episodes and the presenting electrogram (egm) was clean. When isometrics were performed, no noise was elicited. No adverse patient effects were reported.

Event description:
Additional information indicated this ICD was explanted and replaced. During the procedure the physician observed the lead was at an acute angle in the patient's shoulder area and thus suspected a fracture on the other manufacturer's right ventricular (rv) lead. The lead issue was likely the cause of the clinical observations. No adverse patient effects were reported.